Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery for distal radius edge bone fracture, the surgeon had trouble mounting the guide block. After temporarily fixing the plate by k-wire, the surgeon attempted to mount the guiding block. However he could not even after trying to use a driver to mount the plant. Eventually he found the tip of screwdriver at the guiding block was broken and filled up in the locking hole at the plate side. This was confirmed by lifting the guiding block. The surgeon decided to leave the tip of screwdriver in the hole and completed the surgery. No surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number provided tcp-1j141 could not be verified as a valid synthes lot number; therefore, no further investigation can be performed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one guiding block was sent back for investigation, the article we received in a used condition with a broken and bent screw and wear marks on the guiding block. On one guiding hole for the guide wire we could see a strong deformity outwards of the material which does led us to the conclusion that this guiding block might have migrated during surgery and the breakage of the screw does show twisted signs like as to much torsional force could have been applied. Reviewing of the device history record (DHR) showed no deviation to the print specifications. Device worn from normal use and servicing, no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the broken screwdriver which was buried in the plate remains inside the patient¿s body with the plate.